Event description:
It was reported that the inferior vena cava (ivc) filter was broken. In 1997, the patient was implanted with the greenfield ivc filter. On (B)(6) 2022, the patient was informed by his physician that his ivc filter was broken. No further patient complications were reported.

Manufacturer narrative:
Implant date: 1997.